Manufacturer narrative:
Fixture removal due to confirmed deep infection. Removal surgery was performed successfully, no other remedial actions left.

Event description:
Fixture removal surgery due to deep infection. The opra implant system, platform f, was removed. Pain (when loading and not loading) was reported as clinical signs. The surgery was performed on 2023-11-21.